Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
An international distributor reported their customer's AED would not power on, but powered on with a spare battery. They reported this did not occur during patient use.